Manufacturer narrative:
Report date: 26jan2016. Date rec'd by MFR: 24jan2019. The service engineer (se) inspected the device and found that the touchscreen could not be calibrated. The se ordered a new touchscreen for the customer to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of this report: 09may19. Date received by MFR: 08may19. A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator touchscreen did not work. There was no patient involvement. The event date was not specified; estimate used.